Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that during the operation, illumination guide overheated at connection section. No pt injury was reported.